Event description:
It was reported that a patient experienced a hematoma at the groin vascular access site. No more information was provided. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information were completed, but the information was not available from the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a hematoma. No more information was provided. It's unknown if the device will return for laboratory analysis. It was further informed that; as per the available medical records, an ultrasound was obtained, and the procedure site was closed with a stitch. The us findings: lobulated oval-shaped hypoechoic collection seen in the right groin measuring 3 x 1.2 x 2.8 cm. Internal echoes were seen within the collection. No central flow was seen with color doppler imaging. No medication given. Complication occurred in the right groin.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information were completed, but the information was not available from the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: based on the available information, although the product was not returned, boston scientific has determined that the hematoma is a known inherent risk of use of this device. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive steerable sheath risk documentation was completed and confirmed that the event of hematoma was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A hematoma is an expected procedural complication addressed in the IFU for the faradrive sheath. Investigation conclusion: boston scientific has assigned an investigation conclusion code of the known inherent risk of device and supporting evidence that came to this conclusion.

Event description:
It was reported that a patient experienced a hematoma. No more information was provided. It was further informed that; as per the available medical records, an ultrasound was obtained, and the procedure site was closed with a stitch. The us findings: lobulated oval-shaped hypoechoic collection seen in the right groin measuring 3 x 1.2 x 2.8 cm. Internal echoes were seen within the collection. No central flow was seen with color doppler imaging. No medication was given. Patient was discharged home in stable condition on the same day.